Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was not reproduced. A review of the event history log revealed multiple system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch. The lower auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during programming/setup. There was no patient involvement. No additional information is available.